Event description:
It was reported that during a biopsy procedure, while using anesthetic mode, the device performed four biopsies and system allegedly started taking samples on its own without pressing any sample buttons on either the foot pedal or driver. It was further reported that the device allegedly continued to sample when out of the patient's breast even when the stop pedal was deployed. There was no reported patient injury.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2045). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor enspire was received for evaluation. The encor enspire was visually inspected upon receipt and no physical damage was found to the unit and vac pin and spring were dirty. A software reimaging will be carried out regardless. Also, worn bushings and pins in the solenoid subsystem and dislodged flat cable clips on port 1 and 2 was identified. The device was functionally tested and passed the tests as nothing was found in the logs that would indicate the unit did function as intended during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported unintended movement issue, the investigation is determined to be confirmed for the identified worn bushings and pins issue and the investigation is determined to be confirmed for the identified dislodged flat cable clips issue. The root cause for the reported unintended movement issue cannot be determined as the problem could not be reproduced. The root cause for the identified worn bushings and pins issue could not be determined based on the provided information. The root cause for the identified dislodged flat cable clips issue could not be determined based on the provided information. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, while using anesthetic mode, the device performed four biopsies and system allegedly started taking samples on its own without pressing any sample buttons on either the foot pedal or driver. It was further reported that the device allegedly continued to sample when out of the patient's breast even when the stop pedal was deployed. There was no reported patient injury.